Manufacturer narrative:
Additional information: plant investigation: acid/bicarb pump was received with both inlet and outlet nozzles broken. There signs of thermal damage (discoloration) on the cable. Both inlet and outlet nozzles were replaced for testing. No problems during the initial power up. Pump was unable to pull in fluid (concentrate) during dialysis program. Conductivity remained at 10.0 ms/cm (¿conductivity low¿ alarm). Internal inspection revealed concentrate residue around the pump membrane (diaphragm) in the pump housing. The pump housing was cleaned around the diaphragm and the pump was retested. Pump was able to pull in concentrate during dialysis. Conductivity was stable at 14.0 ms/cm with no conductivity alarms. A continuity check on the cable is satisfactory. The cable did not affect the functionality of the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a conductivity low alarm/message occurred during dialysis (setup) mode. Customer discovered the concentrate pump stopped pulling fluid (there were no air locks occurring in the pump). There was no patient involvement or adverse event reported. The acid/bicarb pump was returned to the manufacturer. Upon physical evaluation of the acid/bicarb pump by the manufacturer, it was identified that thermal damage (cosmetic damage) was observed on the cable.